Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and (2) vela suprarenal stent graft extensions to treat an abdominal aortic aneurysm. Approximately 4.5 years post initial procedure, during a routine follow up a type 1a endoleak was identified. Patient is stable and will continue to be monitored.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and (2) vela suprarenal stent graft extensions to treat an abdominal aortic aneurysm. Approximately 4.5 years post initial procedure, during a routine follow up a type 1a endoleak was identified. Patient is stable and will continue to be monitored. Subsequent to the initial report, the discharge summary from the initial procedure was received providing additional information. The initial procedure was outside the indications of use (off- label) as the patient presented with severe aortoiliac disease and stenosis of the ostial portion of bilateral common iliac arteries. Additionally, after implant of the afx devices, additional stenting of the suprarenal portion was performed with a palmaz (non-endologix) extension (off label use of concomitant devices). An additional medtronic visipro (non-endologix) was implanted in the left common iliac artery.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak was unconfirmed due to a lack of relevant medical records and imaging as only the discharge summary from the initial procedure was provided. Definitive device, user, procedure or anatomy relatedness of this event could not be determined. However; a non endologix stent was placed in the proximal neck and could have contributed to the reported event (concomitant product use is off IFU). The final patient status was reported to be pending a secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.